Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was hospitalized for unspecified reasons. While hospitalized it was noted that there was rv loss of capture (loc). Troubleshooting was performed and identified increased threshold measurements and low evoked response. An x-ray was unremarkable. The physician suspected a microdislodgement and surgical intervention was performed to reposition the lead. The lead could not be successfully repositioned due to helix issues. The lead was explanted without issue. No additional adverse patient effects were reported.